Event description:
It was reported that during implant, the screw mechanism was damaged. After 15 rotations, the helix was locked and unable to be unscrewed. The physician was unable to unlock the lead and a new lead was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.